Event description:
It was reported that this right ventricular (rv) lead exhibited rising pacing lead impedance measurements shortly after implant, including measurement up to 2300 ohms, which was out-of-range. Technical services (ts) provided troubleshooting including recommending further monitoring. No further action or intervention has been planned. No adverse patient effects were reported. Currently, this lead remains in service.